Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic radical nephrectomy, just before removing the kidney, the staple worked fine and it caused hemorrhage in the renal hilum. Two days after the first intervention, the patient started to bleed internally so the health care provider had to do an emergency surgery to solve the bleeding of not more than 500cc. The patient was hospitalized for 7 days.